Event description:
Rptr noted endophthalmitis four days post-op.

Event description:
Add'l info rec'd from customer: three cases of endophthalmitis occurred with same surgeon. No similar incident with other surgeon using same machine. Pt cultures were negative. Treated with intravenous and intravitreal antibiotics; vitrectomy performed. Pt 3 of 3: one month after onset, va is 1/10 low.